Event description:
Lab results (B)(6) 2023: (B)(6) - 372,000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
Due to suspected contamination a customer completed heterotrophic plate count on water from their device to quantitatively assess water quality. Test results were outside of cardioquip's acceptable limits. This information was relayed to the customer via email on 11/02/2023. Along with this the customer was informed that they could either complete an internal water pathway replacement on their device to return it to specification or participate in cardioquip's trade-in program. As of the date of this report, there has been no response to these recommendations. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
Lab results((B)(6) 2023): 10160313 - 372,000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.